Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). During recovery the patient became hypotensive. Echocardiography revealed a pericardial effusion. A pericardiocentesis was performed and the blood pressure of the patient normalized. The patient was transferred to the cardiovascular intensive care unit for recovery in a stable condition. It was reported the patient fully recovered and was discharged.